Event description:
The report stated that while the device was in use during an esophagogastrectomy, the surgeon noticed that the center snaps on both sides were broken. The broken pieces are missing and might be in the patient cavity. The device was activated many times prior to the surgeon noticing the breakage.